Event description:
During a routine shift check by a clinician, the device was unable to increase the pacer output. Complainant indicated that there was no pt involvvement in the reported malfunction.